Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they were supposed to be scheduling for an MRI of their spine and they needed to find out if their device was full body safe for the MRI. Thepatient stated they were going to practice putting device into MRI mode but reported when they went to go into it last night to practice putting device into MRI mode they got a message that said therapy has stopped, replace the internal device to continue therapy. The patient stated they called their provider and stated the representative from the company said their battery was dead. The patient inquired how this can be as their implant was only implanted on november 18, 2024 and was supposed to last at least 10 years. The agent reviewed implant longevity, therapy overview, and end of service (eos) information with the patient. The patient confirmed they had their therapy settings at a high level because it was not working so it had to be put up higher and they had to keep increasing. The patient stated the last time they increased they seemed to be doing better, but stated they thought it was "towards the end". The patient reported it stopped working now and they were worried because they didn't think it was in MRI safe mode. The agent reviewed MRI mode, MRI compatibility, and eos overview. The patient stated they called their doctor and the nurse told the patient that they gave this information to the manufacturer rep today. The patient stated they were told their implant was rechargeable and could be recharged externally every 10 years. The agent reviewed implant overview. The agent asked if the patient could recall how high their stimulation level was and the patient could not recall, but stated they think they were at the highest it could go and they didn't know what else to do. The patient also mentioned they have parkinson's and they were always told by the manufacturer that the manufacturer didn't guarantee that this would work for them long term even though it worked during the 2 week test trial but stated they were told that it would not necessarily work long term but that they could always move it up and keep trying so that's what the patient did. The patient then stated no one ever told them about the battery life and not being able to switch into MRI safe mode once depleted or "better get it recharged sooner". The patient clarified they were told their implant would be rechargeable for every 10 years and the patient stated they did not know their implant was a non-rechargeable implant. The patient stated they wanted the entire implant removed and they would not get another one. The agent had a difficult time following patient throughout call and made best attempt to document all relevant event information. The patient stated they noticed last night that their implant did not lastas long as they thought it should when they tried to practice putting device in MRI mode last night. The patient was redirected to their healthcare provider to further address the issue. The patient stated they would contact their doctor's office to have the device removed. The reps indicated they were in contact with the patient.